Event description:
The customer reported that while the iabp was in use on a pt, the iabp screen went blank. The assist function remained operational. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the iabp, which was manufactured in 2003. He replaced the display (part number (B)(4)), the video receiver to lcd cable (part number (B)(4)), and the backlight inverter printed circuit board (part number (B)(4)). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4)